Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 6. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.